Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call bolus wizard anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for bolus wizard anomaly was performed. Customer believed the insulin pump did not function properly, the bolus wizard would inaccurately calculate the numbers and they stopped using the insulin pump. Customer advised when they entered their blood glucose and carbs the value given by the device would be incorrect. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.